Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a lack of information, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 4 months post-implant of a 23 mm sapien 3 valve in the aortic position, the patient has suspected reoccurrence of valve thrombosis. Per medical record review, the patient presented with leaflet thickening and significant gradient increase (svd degeneration). The patient was started on medication again, however no further intervention is known at this time. The patient has been hospitalized multiple times since 2018 for thrombosis and increased gradients. (B)(6) 2017 the mean gradient had increased up to 32mmhg from the baseline of 16mmhg. Imaging confirmed pathologic valve leaflet thickening consistent with thrombosis. The patient was experiencing extreme fatigue and dyspnea. Medication was started. (B)(6) 2017, the cta again showed leaflet thickening that are still consistent with leaflet thrombus or vegetation. Echo in (B)(6) 2017 showed that the mean gradient was back to normal at 12mmhg and the CT showed resolution of previously noted thickening. Patient stopped coumadin and started asa and plavix. (B)(6) 2018 echo showed a mean gradient of 22mmhg compared to the week prior mean of 16mmhg. The increased gradients were concerning for leaflet thickening and thrombosis. Patient restarted coumadin. Coumadin was changed to eliquis in (B)(6) 2018. Echos from (B)(6) 2018, (B)(6) 2019 and (B)(6) 2020 showed normally functioning valve with mean gradients within normal range. Echo from (B)(6) 2022 showed slightly increased gradient of 21mmhg. (B)(6) 2023 echo showed a significant increase in gradients since the last echo with a mean gradient of 52mmhg with progressive dyspnea and fatigue.

Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 4 months post-implant of a 23 mm sapien 3 valve in the aortic position, the patient has suspected reoccurrence of valve thrombosis. The patient has been hospitalized multiple times since 2018 for thrombosis and increased gradients. March 2017 the mean gradient had increased up to 32mmhg from the baseline of 16mmhg. Imaging confirmed pathologic valve leaflet thickening consistent with thrombosis. The patient was experiencing extreme fatigue and dyspnea. Medication was started. August 2017, the cta again showed leaflet thickening that are still consistent with leaflet thrombus or vegetation. Echo in november 2017 showed that the mean gradient was back to normal at 12mmhg and the CT showed resolution of previously noted thickening. Patient stopped coumadin and started asa and plavix. March 2018 echo showed a mean gradient of 22mmhg compared to the week prior mean of 16mmhg. The increased gradients were concerning for leaflet thickening and thrombosis. Patient restarted coumadin. Coumadin was changed to eliquis in may 2018. Echos from september 2018, september 2019 and october 2020 showed normally functioning valve with mean gradients within normal range. Echo from september 2022 showed slightly increased gradient of 21mmhg. June 2023 echo showed a significant increased in gradients since the last echo with a mean gradient of 52mmhg with progressive dyspnea and fatigue. Per additional information and medical records received, the 9600tfx 23mm sapien 3 valve, implanted in the aortic position for 6 years and 8 months, was explanted due to thrombosis. As reported, the patient endorsed dyspnea and fatigue. She was diagnosed with early prosthetic valve dysfunction and had been on oral anticoagulation intermittently with little benefit to her valvular gradients. Under general anesthesia and cardiopulmonary bypass, the tavr valve was removed and an 25mm edwards surgical valve was implanted. The tavr valve noted to have old thrombus. The patient tolerated the procedure well and was transferred to the ICU in stable but critical condition, with no pressors or inotropes and in sinus rhythm.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b1, b2, b5, b6, b7, d6b, h3, h6, and h10: manufacturer narrative. Additionally, please reference duplicate report of this event MFR 2015691-2023-18243. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.